Event description:
Safety cover of lifeguard non-coring safety infusion set (lnsis)needle failed to remain engaged after use and resulted in health care provider needle stick. Further evaluation of functionality of all similar devices reveals that it is easily retractable- may slip and expose a used needle prior to safe disposal. We are concerned that this is a problem of design of the lnsis needle.====================== health professional's impression======================safety guard disengages -- not locking in place over needle.